Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a breakage in the lower part of the saw near the welding line. Therefore, the reported condition was confirmed. However, the assignable root cause could not be determined at this time. A CAPA has been initiated to address this issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a veterinary unspecified surgical procedure, it was observed that the cutter device was broken. It was unknown if there was a delay to the surgical procedure or if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was received. The reporter stated that this was an initial veterinary surgery for tibial plateau leveling osteotomy on a canine. There was no delay to the surgical procedure. There was no spare device available for use. The procedure was completed successfully with no undesired outcome and impact to patient. There were no fragments generated and that the blade was only cracked. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). During further evaluation, it was determined that the root cause was due to improper construction/design. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.